Manufacturer narrative:
The involved device was returned and evaluated. Initial observation confirmed that the catheter had been separated into 2 pieces, approximately 14.7 cm from the distal tip. Microscopic examination revealed that the edges along the point of separation were jagged and rough. This appearance is consistent with possibly being partially cut, and then, torn. This would be consistent with the information from the user facility that the catheter had been damaged while trying to pass through a calcified lesion, and then separation may have been completed as the catheter was manipulated. The remainder of the catheter appears normal. There is no indication of a product defect associated with this event. The sample has been forwarded to the manufacturing facility for appropriate follow-up.

Event description:
The involved catheter was being passed through a bifurcation area that was reported to be highly calcified. When torqueing the catheter in the calcified lesion, the calcium reportedly cut the catheter approx 12cm back from the tip. Two pieces of the catheter remained in the wire completely separated. The pieces were removed successfully using a snare. There were no pt complications in retrieving the separated pieces. The pt is reported to be fine.